Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap on the spacer broke upon deployment. The device was removed from the patient and a larger spacer was successfully implanted. There were no patient complications due to the event. The device was disposed of and will not be returned for analysis.